Event description:
The customer reported that the system popped while on, rebooted itself and had a burning smell. No pt injury was reported.

Manufacturer narrative:
The ge svc rep was unable to recreate the issue. He cleaned and greased the tube end federals. He performed an hv arc test with negative results. The system operates as intended.